Manufacturer narrative:
Device is a combination product (B)(4). Device evaluated by MFR: the device was not returned for analysis. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures / current controls as per product specification. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a highly calcified coronary artery. A 2.25x16mm promus premier¿ stent was advanced but failed to cross the lesion. The device was removed and it was noted that the stent struts were lifted. The procedure was completed with a different device. No patient complications were reported and patient's status was okay.